Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's drive support cap came off, was protruded, and the customer pushed on the cap while still connected to the device. There were no adverse effects. When the support cap was pushed in, about an hour later the insulin pump started making a high pitched noise. The customer took the battery out, tried putting it back in, but the noise continues. Then, a new battery was inserted into the device and the display went blank. The customer's blood glucose at the time of the call was 300 mg/dl which was treated with manual injection. Troubleshooting was not performed since the drive support cap was protruded and the device had to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor. No constant tone noted. Drive support disk was inspected and no anomaly was noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube.